Event description:
A report was received that the patient's leads were showing high impedances. The patient will undergo lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50 serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient's leads were showing high impedances. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein leads and ipg were replaced. The reason for ipg replacement was unknown. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that the reason why the ipg was replaced was per physician's preference.